Event description:
It was reported by the customer that the patients' "(B)(6)" was done infusing, and the flush was done as well. When the rn removed the tubing from the pump, it did not automatically clamp per usual, so when the rn disconnected the patient line from the patients' PICC (peripherally inserted central catheter) line, and it ran onto the their arm. The drug was not primed on texium tubing. It was washed it with soap and water, and the patient was given instruction to call if there is any skin reaction at all. There was patient involvement but no harm.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Additional information : device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer? , if other specify, imdrf annex a,g,b and c codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported by the customer that the patients' "bp1001" was done infusing, and the flush was done as well. When the rn removed the tubing from the pump, it did not automatically clamp per usual, so when the rn disconnected the patient line from the patients' PICC (peripherally inserted central catheter) line, and it ran onto the their arm. The drug was not primed on texium tubing. It was washed it with soap and water, and the patient was given instruction to call if there is any skin reaction at all. There was patient involvement but no harm.